Event description:
The customer reported that the c-arm was difficult to go from ap to lateral. Also there were intermittent batteries disconnected error message displayed on the carm after boot up. They cannot adjust the ma with control panel ma dial. The kvp is ok.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep tried to order parts from ge oec, but cannot order oec 9400 parts. Oec recommends ordering parts from a part source but the ge oec field service engineers cannot install the parts. No further action can be taken to resolve the batteries disconnected error messages.